Manufacturer narrative:
The patent's expiration was previously reported on medwatch MFR # 2916596-2016-02427. (B)(4). Approximate age of device ¿ 11 days. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an intracranial hemorrhage in the right temporal lobe, fissure of sylvius. On (B)(6) 2016, there was reported circulatory collapse due to dehydration. It was reported that the patient expired on (B)(6) 2016. The major cause of death was reported as hypoxic encephalopathy. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.